Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: event log was reviewed for (B)(6). Lines 322 through 357 show the pump had abrupt power off 18 hours into the infusion. The infusion parameters were a 250 ml infusion with a rate of 5.2 ml/hr. This indicates the infusion had stopped with a vtbi of 156.4 ml. A performance test with the exact same infusion parameters was started. 3 hours into the infusion the pump powered off without an alert or a warning. A new battery was put into the pump, a battery reset was completed, and the infusion was restarted from the beginning. With the new battery inside of the pump, the infusion ran until completion without an abrupt power off taking place. The volume infused was 239.8ml (239.8). The programmed volume was 250ml. So, the flow rate deviation is -4.08% the flow rate accuracy is within +/- 5%, which is inside of the passing criteria.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Healthcare professional reported pump was set for a 250 ml infusion and 100 ml of it did not infuse. They are not sure why it didn't infuse. Medication being infused was 5fu. No patient injury reported.